Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch, no issues were observed. The sensor adhesive has been returned. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor for less than 1 day. Customer further reported experiencing redness at the sensor site and having contact with a healthcare professional on (B)(6) 2019 who prescribed cataderm (clobetasol propionate, a corticosteroid) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor for less than 1 day. Customer further reported experiencing redness at the sensor site, and having contact with a healthcare professional on (B)(6) 2019 who prescribed cataderm (clobetasol propionate, a corticosteroid) cream for treatment. There was no report of death or permanent injury associated with this event.